Event description:
Caller reported experiencing a tandem mobi cartridge alarm, which occurred during pumping. Reportedly, the customer reverted to an alternate form of insulin therapy. There was no reported adverse impact on customer's blood glucose level.